Event description:
Contact reports that upon tightening a spinal screw with the torque handle, the pedicle at l4-l5 on the patient's left side was broken.

Manufacturer narrative:
Inspection of the returned viper2 final tightener handle found the unit to be jammed. As a result, the instrument did not limit torque during screw tightening. The instrument's internal lubrication had degraded with routine usage, affecting the function of the torque mechanism.